Event description:
On (6)(6), 2009, it was reported to boston scientific corp, a one step button enteral feeding device was used in an initial placement. Per the complainant, during the procedure, it was noted the loopwire coating was peeled. The coating remained attached to the wire during the procedure. The procedure was completed with this device. The pt's condition post procedure was reported as good.

Manufacturer narrative:
(6)(4). Coating on pull wire. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received by this MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, it there is nay further relevant info from that review, a supplemental medwatch will be filed. (6)(4).